Manufacturer narrative:
Additional information was requested regarding the sn of the lead and when the patient will be brought it, but was not received.

Event description:
During remote follow-up, a impedance out of range alert was received. The patient will be brought into clinic for follow-up. The patient was in stable condition.